Event description:
The customer reported the ventilator went vent inop and alarmed. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated an exhalation autozero failure. The service technician observed no problems during internal inspection of the ventilator. The service technician recommended to the customer replacement of the sensor pcb as a precaution, which the customer declined. Extended self testing (est) and performance verification testing was completed, and all tests passed to specification.